Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event analysis found the adhesive bond between the tip electrode and tine sleeve had separateddue to a workmanship anomaly. Reliability laboratory technician; (B)(4) - failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.